Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify the one-minute non-destructive ram test failed. Alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had received watchdog timeout alarm second time. The customer¿s blood glucose level was 95 mg/dl. Customer stated that they were not able to clear the alarm. The insulin pump will be returned for analysis.